Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up, reporter indicated the patient is still experiencing transient light sensitivity symptoms, but to a lesser extent, and is continued to be monitored.

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a bilateral case of transient light sensitivity post lasik treatment. Patient noted onset was initially after treatment; however, he is still having symptoms at two months post op. Patient reports light sensitivity is pronounced outdoors more than indoors, and has relief with sunglasses. Reporter indicated topical steroid dosage was increased, and patient is continued being monitored for relief of symptoms. Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.